Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the vibration in fluroscopy. Upon further inspection, fse discussed with biomedical and confirmed that there was a earthing issue. Hospital provided an earthing pit to resolve the issue. To date, there have been no further information and reports of this issue. Earthing issues may occur that can cause the azurion or allura system to cause vibration in fluroscopy. This scenario includes situation in which the earthing is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not happening. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.